Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the balloon ruptured upon valve deployment, requiring cutdown of right femoral artery to remove delivery system. A second commander was used to make sure valve was fully deployed with success. Surgical repair of the right femoral artery was performed and runoff images were obtained. The patient remained stable during the entire procedure. The perceived root cause was possible calcification of the sinotubular junction and horizontal root.

Manufacturer narrative:
A supplemental MDR is being submitted as a related manufacturing report number is now available. B4, g3, and h2 have been updated. Additional information has been provided in h10.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, d9, h2, and h3 have been updated. H6: health effect - impact, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per visual evaluation, the balloon burst both radially and longitudinally. The inflation balloon was separated from the delivery system with no missing balloon pieces observed; the separation likely occurred during device removal with instrumentation. The nose tip wing shoulders were flared out. There was a kink on the sheath shaft approximately 2.5 inches from the distal strain relief and sheath liner was fully circumferentially delaminated approximately 2.5 inches from the distal tip. Due to the nature of the event, functional testing was not performed on the returned device. Per dimensional inspection, balloon wall thickness measurements met specification. Imaging of the patient's anatomy was provided and revealed the presence of calcification in the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, balloon burst was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as patient anatomy imagery revealed calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, the inability to withdraw system through vasculature through the sheath was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event. Following the balloon burst, the altered balloon profile may have increased the likelihood of it catching on the distal end of the sheath tip. This could have further enlarged the overall device profile, contributing to the retrieval difficulty encountered when attempting to remove the entire system as a single unit at the arteriotomy site. The observed sheath damage, including liner delamination and kinking, is consistent with device snagging, profile enlargement and withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturing reports being submitted for this case.